Manufacturer narrative:
Serial # - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record ID # (B)(4).

Event description:
It was reported that during the initial startup of the intra-aortic balloon (iab) therapy, the customer experienced resistance during insertion. The console alarmed ¿unable to calibrate iab optical sensor¿. Although the console was replaced, the same alarm was generated. The customer used a transducer to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during the initial startup of the intra-aortic balloon (iab) therapy, the customer experienced resistance during insertion. The console alarmed ¿unable to calibrate iab optical sensor¿. Although the console was replaced, the same alarm was generated. The customer used a transducer to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 73.7cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was detected within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during the initial startup of the intra-aortic balloon (iab) therapy, the customer experienced resistance during insertion. The console alarmed ¿unable to calibrate iab optical sensor¿. Although the console was replaced, the same alarm was generated. The customer used a transducer to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during the initial startup of the intra-aortic balloon (iab) therapy, the customer experienced resistance during insertion. The console alarmed ¿unable to calibrate iab optical sensor¿. Although the console was replaced, the same alarm was generated. The customer used a transducer to continue therapy. There was no reported injury to the patient.